Manufacturer narrative:
(B)(4). The device was above eri upon receipt. (B)(4).

Event description:
It was reported that the pocket was swollen, painful, and tethered. The device was explanted and replaced due to infection. The patient was stable during the procedure.